Event description:
Customer returned the device for evaluation and repair of obstruction in a channel. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the adhesive of the light guide (lg) lens is worn leading to the inside of the light guide lens being dirty. Several parts of the device were also found to be dirty. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issues of dirt inside the lg lens as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the adhesive of the light guide (lg) lens is worn leading to the inside of the light guide lens being dirty. Several parts of the device were also found to be dirty. This is attributed to failure to clean adequately. Other observations for the device: grip is shaved; switch (sw) sw1 is deformed; air/water cylinder and suction cylinder have discoloration; electrical connector (el-connector) and shield plate have corrosion due to water leakage; cover of lg bundle is damaged; connecting tube is deformed creating obstruction; adhesive around objective lens has a chip; distal end has a burr; due to damage on forceps elevator, forceps lever does not move smoothly; universal cord has a dent; and scope connector, lg cover glass, switch box, right/left knob, and up/down knob have a scratch. Connecting tube has third-party repairs performed. User¿s complaint of obstruction in channel is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions. Then, humidity invaded lg lens which led to corrosion. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.